Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Inspection of the fluid path and drive mechanism did not find any defects or damages that would cause the cannula to dislodge. Although no issues were discovered with the device, cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached from 1.70 to greater than 3 g/l (170 to greater than 300 mg/dl) and that the cannula was out of the skin. The pod was worn between 24 and 36 hours on the abdomen.